Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate hv therapy and programming changes were made to resolve the issue. The patient again received inappropriate hv therapy the following week. Low r-waves and loss of capture were observed. X-rays confirmed lead dislodgment. Lead repositioning was decided to take place on the next day. During the lead revision procedure, the physician was unable to retract the helix. The lead was explanted and replaced. The patient condition is well. The patient will continue to be monitored normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.